Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein of the fore. A 5.0 x 100, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured upon first inflation at 18 atmospheres for 1 minute. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.